Manufacturer narrative:
Additional information: product available to stryker; reason for no evaluation. An event regarding crack/fracture involving a restoration modular stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient fell and the distal stem was broken. Previously implanted implants were removed during surgery on (B)(6) 2017. Gmrs proximal replacement system was used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient fell and the distal stem was broken. Previously implanted implants were removed during surgery on (B)(6) 2017. Gmrs proximal replacement system was used.